Event description:
It was reported that the patient felt discomfort around the device and over the stemum to both sides in the neck and ears and the discomfort lasted about 3-5 minutes then passed. The patient did not take nitroglycerin, but was questioning if the discomfort may be related to the device or to gastroesophageal reflux disease (gerd). The patient has also had intermittent discomfort in the left shoulder and arm and stated none of these symptoms have been discussed with the physician. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.